Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there were several air detected in cassette warnings during fill 2 of 5 of the patient's pd treatment. Treatment was canceled and when the cassette was removed there was fluid in the pump module area of the cycler. In a follow up with the facility it was reported that there was no harm, intervention or adverse event due to the leak. The patient is still using the same cycler.

Event description:
A peritoneal dialysis (pd) patient's spouse reported that there were several air detected in cassette warnings during fill 2 of 5 of the patient's pd treatment. Treatment was canceled and when the cassette was removed there was fluid in the pump module area of the cycler. In a follow up with the facility it was reported that there was no harm, intervention or adverse event due to the leak. The patient is still using the same cycler.